Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the balloon was found. The balloon and a cuff were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The balloon and cuff were visually and microscopically examined, and leak tested. Visual testing of the fold identified folds, and it passed leak testing. Regarding the balloon, it was observed a tear from avulsion; it did not pass leak testing. Based on the information available and analysis results, the tear observed in the balloon could have caused or contributed to the reported clinical observation of balloon hole/perforated and the mechanical problem. D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the balloon was found. The balloon and a cuff were explanted and replaced. No patient complications were reported.